Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left heart delivery catheter dissected the coronary sinus during the implant procedure. The catheter was removed and left ventricular (lv) lead implant attempt was abandoned as successful placement was unlikely due to anatomy. The patient later received an epicardial lead. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.